Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirmed the screw starter drill tip broke off. The broken piece was not returned with the device. The product exhibits signs of significant use and wear. A medical investigation was conducted and confirms the undated, unlabeled images of the nail and repaired fracture were provided and confirm the event but do not indicate a root cause. Based on the product evaluation, the root cause of the device failure was significant use and wear. Although, we cannot rule a procedure variance as a likely contributing factor. The retained non-implantable broken piece is retained inside of the patient¿s bone. Therefore, the possibility of micro-motion and/or migration of the retained piece is unlikely. Since there was no report of future interventions for this patient, the impact to the patient beyond that which has already been reported cannot be determined. Should any additional relevant clinical information be provided, this complaint will be re-assessed. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirmed the screw starter drill tip broke off. The broken piece was not returned with the device. The product exhibits signs of significant use and wear. A medical investigation was conducted and confirms the undated, unlabeled images of the nail and repaired fracture were provided and confirm the event but do not indicate a root cause. Based on the product evaluation, the root cause of the device failure was significant use and wear. Although, we cannot rule a procedure variance as a likely contributing factor. The retained non-implantable broken piece is retained inside of the patient¿s bone. Therefore, the possibility of micro-motion and/or migration of the retained piece is unlikely. Since there was no report of future interventions for this patient, the impact to the patient beyond that which has already been reported cannot be determined. Should any additional relevant clinical information be provided, this complaint will be re-assessed. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, during trauma surgery the intertan 7.0mm comp screw starter drill broke inside the patient while drilling compression hole in im nailing, proceeded to use the compression drill afterwards. The procedure was completed without delay with a change in surgical technique. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.